Manufacturer narrative:
The device evaluation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the camera head had no image. The reported issue occurred during an unspecified procedure. The intended procedure was completed using the same set of equipment. There was no patient impact , no harm reported due to the event.

Manufacturer narrative:
This supplemental emdr is being submitted to correct the manufacturing date: h4.

Event description:
No additional information received from customer.

Event description:
It was reported the camera head had no image. The reported issue occurred during an unspecified procedure was completed using the same set of equipment. There was no patient impact, and no harm reported due to the event.

Manufacturer narrative:
The device was returned to olympus for evaluations and the customer's allegation was confirmed. The device evaluation found no other reportable findings. A definitive root cause could not be identified. Base on the results of the investigation, it is likely that the following led to the malfunction: no image was due to a bad cable. A device history review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.